Manufacturer narrative:
Section a2, d4 (model number, serial number, lot number, UDI), g3, h1: correction. Section d4 (expiration date), h4: additional information. Manufacturer's investigation conclusion: the reported event of the ¿lcd screen where it was blacked out¿ could not be confirmed through this evaluation. Attempt was made to obtain additional information from the customer regarding the return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. The reported event of low voltage alarm was confirmed with the data captured in the submitted log file. The log file captured low voltage advisory alarm events. According to the voltage values, the alarm events appear to be routine 14v batteries depleting. After exchanging to a higher capacity 14v batteries, the alarms cleared. To date, the system controller associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6) 2018. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use document states ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a dizziness event on (B)(6) 2020. The controller was exchanged due to damage to the lcd screen. The patient denies any damage to the equipment. Log file analysis captured several low voltage events while supported by battery power. No further information was reported.